Manufacturer narrative:
Evaluation: analysis of programming history.

Event description:
During a review of programming history on (B)(6) 2012, it was reported that a faulted diagnostic occurred on (B)(6) 2009 and again at the patient's next appointment on (B)(6) 2010. These events resulted in a change in settings, and the patient left both appointments at unintended settings. No adverse events have been reported as a result of this issue.